Event description:
After drawing blood from a hemosplit catheter, a permanent catheter, from a dialysis patient, with a bd luer adapter, 367290, the pct could not remove luer adapter from the hemosplit. Luer adapter broke off, leaving the broken piece of luer in the hemosplit catheter. They were unsuccessful removing broken piece with the use of a hemostat. Patient was sent to ER to replace the upper portion of the hemosplit cahter, which required no surgical intervention. ER department did not contain the proper equipment to remove the upper portion of the hemosplilt catheter. Results came back from the lab which indicated the patient had a high k level and dialysis was ordered. Since they could not remove the broken luer adapter because of not having the proper equipment in the ER, they placed a temporary catheter in her groin. Dialysis was performed and patient was released. Later that night, patient returned to ER with complications from the temporary catheter placed earlier and suffered internal bleeding, requiring 4 units of blood. Patient was eventually sent to the interventional radiologist dept where the upper portion of the hemosplit catheter was replaced and cleared the broken luer pieces. Hemosplit is back to working functionally. Event that lead to the medical/surgical intervention was not a result of the luer adapter breaking, per se but was involved in the chain of events that lead to the temporary catheter causing bleeding.